Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 100% stenosed chronic total occlusion lesion was located in the calcified and moderately tortuous right popliteal and anterior tibial artery. This 1.5mm x 20mm x 143cm sterling es balloon catheter was selected for dilating the lesion but sterling balloon did not cross the lesion. The physician successfully used a co-catheter to advance the sterling balloon across the lesion. Upon the 2nd inflation the sterling balloon ruptured at 8atms (1st: 6atms). The procedure was continued with a different device. No patient complications were reported and the patient's status is good.